Event description:
During a rotator cuff repair two anchors broke. The surgeon dilated the insertion site. A third anchor was used to complete the repair. Sales rep stated that the surgeon used a 5.0mm dilator to prepare the insertion site. It was also stated that the pt had hard bone and that a delay of five to ten minutes took place in removing the anchors. The surgeon uses the ao two-finger technique and maintains axial alignment during insertion. No pt injury or complications resulted.